Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery using an indigo system separator 6 (sep6) and an indigo system aspiration catheter 6 (cat6). During the procedure after several passes, the physician noticed under fluoroscopy that the sep6 bulb had fractured. Therefore, the sep6 was removed. The sep6 bulb was later found inside the canister. It was reported that no material was left in the patient. There was no calcification or stent in the lesion, and the sep6 had been used for an extended period. The procedure was completed using the cat6 only. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned indigo system separator 6 (sep6) confirmed that the separator bulb was fractured from the wire. The complaint indicated that the sep6 had been used for an extended period. If the distal tip of the sep6 is repeatedly manipulated against resistance during prolonged use, the separator bulb can become damaged and fractured from wire. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.